Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an emerge balloon catheter with a product mandrel in the wire lumen and the balloon protector over the balloon. The hypotube shaft was completely separated 63cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during introduction, the shaft broke before going into the patient's body. No patient complications were reported.